Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). Analysis of the desktop charger (37761) found that it had a broken connector pin. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's desktop charger connector pin was broken and that the ins recharger would not charge and it died. As a result, the patient was unable to charge the ins and it died. The patient was able to use their old ins recharger to charge the ins. A new desktop charger was sent to the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient on april 01, 2019, and it was reported that replacing the desktop charger resolved the issue of not able to charge the implantable neurostimulator (ins).